Event description:
Facility reported an internal blood leak (22 uses). Estimated blood loss greater than 100cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.